Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended the customer purchase a replacement defibrillator. The device was not returned to physio-control for evaluation/analysis. Therefore, a conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device had no audio voice prompts when the lid was opened. There was no patient use associated with the event.